Event description:
Attorney reported: in 2001 - the patient underwent surgery for repair of epigastric hernia. At that time, she was implanted with a bard monofilament knitted polypropylene mesh, lot 43lkd081, ref 0112680. In 2004 - the patient's condition worsened progressively. The patient was hospitalized, and found to have a recurrent ventral hernia. At the time of this admission, the surgeon found that the mesh had adhered to the omentum. The bard monofilament knitted polypropylene mesh was explanted and replaced with a bard composix large oval kugel mesh. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
The lot number provided (43lkd081) is not associated with the product code that was provided. Therefore, the lot number is being reported as not indicated. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Report indicates that the patient had, and was treated for recurrence and adhesions, which are known possible adverse event listed in IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the current available information, there is no indication that a failure in the device caused or contributed to the event.